Event description:
Pt c/o leg pain with history of mva in 1999. Pt sustained rt femur proximal shaft comminuted fracture and lt femur midshaft comminuted fracture. Pt underwent bilateral orif. In 2000, pt was admitted for non-union, mal-union rt femoral shaft fracture and lt leg delayed union lt femoral shaft fracture. The pt underwent replacement of hardware. On present admission as per surgeon, pt's lt femur has had failure of the distal screws which were removed. Rt femur had non-union with failed plate and screws. Intra-op noted per surgeon 3 broken screws.